Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the stretcher appears to be in brake but the head brake casters continue to move freely. No patient impact.